Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately ten months after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (no obstructed), there was cosmetic environmental stress cracking and breached cut of the outer insulation, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head), the lead was stretched and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, the inner insulation was kinked/buckled, there was cosmetic environmental stress cracking of the outer insulation, all insulators were breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead was stretched and there was apparent explant damage.